Event description:
The customer contacted physio-control to report that when attempting to power on their device, it will not complete the boot-up process. As a result, defibrillation may have been delayed, or prevented, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the user interface and system controller pcb assemblies to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it will not complete the boot-up process. As a result, defibrillation may have been delayed, or prevented, if it were necessary. There was no patient use associated with the reported event.